Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles of approximately 0.5 centimeters in size in the reservoir. It was stated these would sometimes form in the tubing one day following a set change. The customer did not rewind with the reservoir in place and the insulin was at room temperature. No leaks were found.